Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and pass. The receiver will not boot and charge. Download and review receiver log: failed. Open receiver case for interior inspection: found moisture damage. The customer's complaint was confirmed because there is an indication of the ceases to function. The reported event that the receiver ceased to function was confirmed. . A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.